Event description:
This case was initially received via regulatory authority (B)(6) on 19-jul-2017. This spontaneous case was reported by a consumer and describes the occurrence of hysterectomy ("total hysterectomy") and major depression ("major depression") in a (B)(6) female patient who had essure inserted. On (B)(6) 2012, the patient had essure inserted. On (B)(6) 2013, 1 year 5 months after insertion of essure, the patient experienced major depression (seriousness criterion medically significant). On an unknown date, the patient underwent hysterectomy (seriousness criteria medically significant and intervention required). Essure was removed on (B)(6) 2016. At the time of the report, the hysterectomy and major depression outcome was unknown. The reporter provided no causality assessment for hysterectomy and major depression with essure. Diagnostic results (normal ranges are provided in parenthesis if available): body weight was (B)(6). The list of device similar events contains essure reports received by bayer and older cases received by conceptus coded with the same medra preferred term. In this particular case a search in the database was performed on 20-jul-2017 for the following meddra preferred term: hysterectomy. The analysis in the global safety database revealed 114 cases. Bayer is closely monitoring the benefit-risk profile of essure. A recent cumulative review of all available data on essure has not yielded any new safety signal with regard to this meddra pt. Further company follow-up with the regulatory authority is not possible. Company causality comment: incident: no lot number or sample available for investigation. There is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.